Manufacturer narrative:
Block h6: device code 3270 captures the reportable event of stent first flange failure to expand. Block h10: a hot axios stent and delivery system was returned for analysis. A visual examination of the device noted that the stent was received fully deployed. There was no damage noted to the stent. The stent deployment hub was at step #2, the catheter hub was in its original position, and the catheter lock was unlocked. The yellow safety clip was returned. No damage was noted to the nose cone, the outer sheath, or the polyimide inner. A functional evaluation was performed, and the catheter hub advanced and retracted without resistance. The stent deployment hub was also able to be moved without resistance. The reported deployment issues indicate operational difficulties experienced during the procedure and are likely due to anatomical or procedural factors. Some echoendoscope and elevator positions result in excess friction between the catheter and the working channel. Friction can impact the performance of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during a cystogastrostomy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the first flange of the stent did not open completely. Reportedly, there was resistance encountered during the attempted deployment. The physician attempted to re-sheath the stent but was unable to completely re-sheath it. The scope was removed from the patient with the stent and delivery system inside, the stent was removed from the delivery system, and the delivery system was removed from the scope. Another hot axios stent of a different size was placed to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Although expected, the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during a cystogastrostomy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the first flange of the stent did not open completely. Reportedly, there was resistance encountered during the attempted deployment. The physician attempted to re-sheath the stent but was unable to completely re-sheath it. The scope was removed from the patient with the stent and delivery system inside, the stent was removed from the delivery system, and the delivery system was removed from the scope. Another hot axios stent of a different size was placed to complete the procedure. There were no patient complications reported as a result of this event.